Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was variable.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, one non-sustained ventricular tachycardia (nsvt) episode due to noise, and an increased sensing integrity counter (sic). A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.